Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse found the tip clamp in position #9 stuck to the tip eject sleeve. In addition, all tip clamps and sleeves were dirty and the plunger clamp was separated. The fse replaced the plunger clamp, cleaned all tip clamps, plunger clamps and tip eject sleeves. The fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).